Event description:
In 6/96 an aus device was implanted. On 8/20/96 the balloon and pump were removed from the pt and replaced because pt had to deactivate himself because he went into retention. The dr was unable to reactivate pump and two long blood clots were found in the pressure balloon.